Manufacturer narrative:
(B)(4). Date of implant is not known. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review was completed. Part #: 04.004.452s, lot#: h048787 (sterile) ¿ 10mm ti cannulated tibial nail-ex/360mm- sterile. Quantity 3. Inspection sheet for inspect dimensional, inspection sheet for final inspection, and in-process acceptance sheet meet specification. Component parts reviewed: part 21012 bp80 lot: 9827770 reviewed. Raw material received from (B)(6) company. Certified test report received from (B)(6) company for titanium meet specification. Raw material receiving/putaway checklist meets requirement. (B)(4) initiated on (B)(6) 2016 at operation (B)(4) for primary label reconciliation wasn't filled out which is not relevant to complaint condition ¿the nail was too long and rubbing against her joint¿. ¿sterility documentation was reviewed and determined to be conforming.¿ manufacturing location: (B)(6), manufacturing date: may 26, 2016, expiration date: jan 31, 2025. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a revision surgery was performed on (B)(6) 2017 for a tibial nail removal. The original implant date is unknown. The patient is reported to have had discomfort in her knee. It was discovered that the nail was too long and rubbing against her joint. The surgeon removed the implanted nail and 3 locking screws and revised to a shorter nail and screws. Concomitant devices reported: 5.0 stardrive locking screw (part number unknown, lot number unknown, quantity 3). This report is for one (1) 10mm cannulated tibial nail-ex. This is report 1 of 1 for (B)(4).